Manufacturer narrative:
(B)(4). Other interfering substance (specimen). On (B)(6) 2008, (B)(6) hospital in (B)(4), reported discrepant patient results in open/closed mode for the white blood cell (wbc) parameter by the cell-dyn 3000 instrument. Results were not reported outside of the laboratory. The issue occurred with only one specimen. The results showed wbc 14000 cells per cubic millimeter (cmm) in open mode and 7300 cmm in close mode. There was no clog in the needle. When the customer checked the specimen in the sample tube, it had a slight lathering. The customer checked for flags or error messages. The customer technical advocate (cta) suggested to the customer to test other specimens in open and close mode. The results of another specimen in closed mode were 4000 cmm, 4300 cmm, 5400 cmm, 5600 cmm, 6700 cmm, and 7800 cmm. Sometimes an abnormal sound was heard when the specimen was mixed up, but it was not with all specimens. No other specimen showed different test results. The cta suggested to the customer that the specimen might have caused the issue and the customer agreed. On (B)(6) 2008, the customer confirmed that the issue had not reoccurred with any other specimen. The cta suggested to the customer that the difference in the data was from impact of an interference substance. The customer understood that it was originating from the specimen. The cell-dyn 3000 system operators manual (list number 92420-01, revision h) under section 10, troubleshooting, page 10-1, provides instructions for identifying, troubleshooting, and correcting instrument problems. Instructions are also provided for obtaining technical assistance from abbott diagnostics customer service. Chapter 5, operating instructions, interfering substances, page 5-68, states that is important to note that there are commonly occurring interfering substances that can affect the results reported by hematology analyzers. While the 3000 have been designed to detect and flag many of these substances, it may not always be possible to do so. Substances that may interfere with wbc count include fragile wbcs, neutrophil aggregates, lytic-resistant rbcs, nrbcs, plt clumps, cryofibrinogen, cryoglobulin, and paraproteins. Appendix c, table c.1, page c-1, provides a detailed list of interfering substances that may cause spurious increase and decrease on wbc count. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports did not indicate any adverse trend for the cell-dyn 3000, list number 91325-01, related to issues with discrepant results in open/closed modes for the wbc parameter. Based on the investigation, no product issue was identified for the cell-dyn 3000, list number 91325-01, for issues related to discrepant results in open/closed modes for the wbc parameter. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 3000 analyzer is generating discrepant wbc results in the open mode system when compared to the closed mode system. On one patient sample, the open mode wbc=1400 and the closed mode wbc= 7300. The wbc for this patient is usually 15000. There is no impact to patient management reported.